Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to multiple fractures in the tibia. The patient received a cement spacer.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is partly a girdlestone situation visible with a cement spacer at the tibial site. Additionally, a fracture of the tibial pilon with fracture lines at the medial malleolus and the lateral cortex are visible, they have been partially fixated with a plate and screw system. The fibula is intact. There is no information given, how it came to this situation. While usually a cement spacer is used, when there is an infection present, the reason for the use of the cement here could be the fracture. It is possible, that it was used to avoid shortening of the soft tissue, like tendons and capsule, while waiting for the consolidation of the fracture. Without any further information, however, the assessment is clearly limited. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to multiple fractures in the tibia. The patient received a cement spacer.